Event description:
Resident had received last dose of antibiotic through 24 ga peripheral IV (insyte.) Rn removed tegaderm, attempted to remove IV. Only hub came out. Unable to visualize catheter at exit site.